Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s wife reported that the patient was transported to the emergency room due to elevated blood glucose levels after an unspecified duration of pod wear. She reported that the patient had consumed a large quantity of fatty foods, which she stated led to the development of ketosis. The patient¿s blood glucose level was reported to be greater than 500 mg/dl at the time of the event. No additional information was reported regarding a diagnosis or treatment provided during the medical evaluation. It is unclear whether the patient was diagnosed with diabetic ketoacidosis, as the patient¿s wife stated only that the patient went into ¿ketoacidosis.¿ no further information could be obtained despite multiple good-faith attempts to obtain additional details.